Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and abdominal pain ("chronic abdominal pain"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2016). At the time of the report, the pelvic pain, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.